Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient reported a painful right side rupture diagnosed by MRI. Physician confirmed seroma and capsular contracture baker grade 2. Device to be explanted.

Event description:
Patient reported a painful right side rupture diagnosed by MRI. Physician confirmed "as it was intracapsular rupture with a small complex seroma, an aspiration was not performed" physician confirmed seroma and capsular contracture baker grade 2. Device to be explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a painful right side rupture diagnosed by MRI. Device remains implanted.